Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation images dated (B)(4) 2019, there appears to be contrast outside of the implanted device. Unable to confirm origin of endoleak. The length of overlap between the bridging component and the ibe component appears to be ~12mm. There appears to be patent lumbar arteries. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and treatment of bi-lateral iliac aneurysms treated with gore® excluder® iliac branch endoprostheses. It was reported that an endoleak (unknown type and unknown from which device) was reported on computed tomography images dated (B)(6) 2019. The physician claimed either a type iii endoleak between the ibe bridge components (ceb231210a/16550024 and plc231000/13731351 or plc231000/17275880) due to insufficient overlap in the original procedure or possibly a type ii endoleak. The physician reintervened on (B)(6) 2016, and relined the aortic excluder iliac branch endoprosthesis and contralateral leg endoprosthesis with an additional contralateral leg endoprosthesis, due to the iliac artery aneurysm growing (amount of growth is unknown). The physician is taking a wait and watch approach for a possible type ii endoleak. The patient tolerated the reintervention.